Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4; b5; g3; h2; h6 corrected: h6 corrected: h6 -clinical sign code updated no product was returned or pictures provided; visual and dimensional evaluations could not be performed. The complaint was unable to be confirmed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2024-03008. 0001822565-2024-03007. 0001822565-2024-03006. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
No additional event information to report at this time.

Event description:
It was reported a patient underwent a hip revision approximately ten and a half years post implantation for unknown reasons. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). D10: unknown liner; unknown head; unknown stem. G2: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.